Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Model family includes adapta. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: high-rate episodes with simultaneous atrial and ventricular activation in a patient with permanent pacemaker implantation for complete heart block heartrhythm case reports 2020; 6(2):67-71. Doi.org/10.1016/j.hrcr.2019.10.013. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an implantable pulse generator (ipg). The authors discussed a case where a patient complained of severe palpitations, which were triggered by exertion. The "patient experienced immense discomfort, probably owing to the diastolic mitral regurgitation caused by the very long prolonged pulse repetition interval." There were episodes of mode switching and device interrogation showed high rate episodes owing to simultaneous atrial and ventricular activation. Reprogramming was performed by increasing the upper tracking rate. The patient has been asymptomatic since then and the device remains in use. Further follow up did not yet yield any additional information.